Event description:
It was reported that the basket on the ptd separated from the cable during use. This occurred during the third pass in a straight arm graft. The separated basket was removed using a snare. There was no pt complications.